Manufacturer narrative:
The echelon microcatheter will not be returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Mdrs related to this event: 2029214-2016-00831, 2029214-2016-00832, 2029214-2016-00833.

Event description:
Medtronic received information that while pushing guidewire very forcefully inside the catheter, a piece of the catheter tip ruptured and was lost outside the patient. It was reported that the patient was undergoing coiling treatment of wide neck paraophthalmic aneurysm; it was planned treatment with a flow diverted in jailing technique. The physician placed the catheter in aneurysm sack without any problem. The first coil got stuck at the catheter tip and it was impossible to push it out. After removing the whole system out of the patient, they tried to push the coil again through the catheter and the same problem was happened. They tried to push the guidewire though the catheter was not possible. By pushing the gw with more force, they ruptured the tip from the catheter and a piece of the tip was lost. This process was outside the patient. No patient injury was reported as a result of the event. The same issue occurred with 3 different catheters in the same procedure.

Manufacturer narrative:
Additional information received: the tip did not detach on this catheter. Only resistance/friction was experienced.